Event description:
It was reported that during a laparoscopic sleeve/lap gastric band procedure, immediately following insertion of 15mm trocar. The surgeon heard air leaking from the trocar. The surgeon tried multiple things to attempt to stop leaking from trocar, including insertion of instruments and reinsertion of obturator. Numerous 15mm trocars were opened and multiple trocars from the same box leaked air in a similar fashion. Finally the surgeon was able to complete the case with a non-leaking 15mm trocar. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Hissing. If so, did the noise prevent insufflation? Please describe the noise. Hissing noise prevented the ability to maintain insufflations. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Drop in pressure was not sudden and didn't immediately affect visibility. What was the gas consumption rate or volume (liter/minute)? 1.5 l/min. Were you able to identify where the leak was coming from? Not able to identify if the leak was coming from leaflet valve or reducer cap seal. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The analysis results of the devices (a and b) found that it was received with one clear protector of the universal seal assembly not properly positioned. When the protector is out of position, the seal may be exposed (not properly covered by the protector); this condition could cause seal tears or loss of insufflation. The batch history records were reviewed with no anomalies noted during the manufacturing process.